Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation, the top slide released from the primed position while attempting to prime the bottom slide. An x-ray of the device showed that the cannula tangs were not completely engaged with the device housing when the top slide was in the primed position. Based on the findings, the investigation is confirmed for self-activation of the cannula in addition to the reported failure to prime. The identified incomplete cannula tang engagement would contribute to the reported and identified issues. However, the definitive root cause for this issue could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation for an ultrasound-guided liver biopsy, the cannula allegedly failed to prime. The procedure was completed by using another device. There was no reported patient contact.